Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter thoracic aortic aneurysm in zone 3. The diameter of the proximal neck was 33 mm, with a length of 22 mm and no reported calcification. It was reported that on an unknown date, during the patient's one year follow up, it was noted that there had been a 1 cm expansion of the aneurysm. A possible type IV endoleak was also confirmed. The physician believed the type IV endoleak to be the cause of the aneurysm expansion because the patient was taking warfarin and the graft would not thrombose as had been initially expected. The physician intervened with placement of another manufacturer's stent graft approximately two months after the endoleak was discovered, and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).